Event description:
It was reported that the pt could not adjust stimulation. The display showed a "call your doctor" icon and a power-on-reset condition was reported. The pt was walked through how to clear a power-on-reset condition and resolved the issue.

Manufacturer narrative:
(B)(4).